Event description:
Boston scientific received information that this patient¿s home monitoring equipment detected high out of range pacing and shocking impedance measurements for this patient¿s right ventricular (rv) lead. To date, the device remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information from a boston scientific company representative revealed that the patient was having an ablation procedure which caused the out of range pacing and shocking measurements. All implanted products continue to remain in service and no adverse patient effects were reported.

Manufacturer narrative:
--